Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the investigation results, it is likely that poor contact of light emitting diode caused the normal light intensity to fall below the required standard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center¿s normal light intensity did not meet the standard value. There was no patient involvement.